Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the patient¿s peritonitis was unknown, the culture result of coagulase-negative staphylococcus suggests a possible breach in aseptic technique. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient had an initial peritonitis event on (B)(6) 2024. The patient was seen in the pd clinic on (B)(6) 2024 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin, gentamicin, and ceftazidime (dose, frequency, and duration unknown). The culture was positive for coagulase-negative staphylococcus (no species documented). The cause of the peritonitis was not documented. The patient did not require hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient had an initial peritonitis event on 23/dec/2024. The patient was seen in the pd clinic on (B)(6) 2024 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin, gentamicin, and ceftazidime (dose, frequency, and duration unknown). The culture was positive for coagulase-negative staphylococcus (no species documented). The cause of the peritonitis was not documented. The patient did not require hospitalization.